Event description:
It was reported by the patient that after the implant the leads were not hooked up right. Follow up with the patient¿s clinic indicated that several days post implant, the right atrial (ra) and right ventricular (rv) leads dislodged and the patient had a right upper chest hematoma. The leads were repositioned and a pocket revision was done. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.